Event description:
It was reported that during a remote follow up, noise resulting in oversensing and inappropriate anti-tachycardia pacing (atp) was noted on the device. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.